Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding, prevented the user from removing lorazepam medication causing delay during emergency. The customer added that the length of delay was unknown and they went to another station to retrieve the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-oct-2022 to 14- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system stopped responding, preventing the user from removing medication during a procedure. A technical support specialist dialed into the station to check the event viewer logs on both stations and found no interruptions. The system functioned as intended.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding, prevented the user from removing lorazepam medication causing delay during emergency. The customer added that the length of delay was unknown and they went to another station to retrieve the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that there was an issue in communication. The technical support checked the event logs and there was no interruption to the station. The system was functioned as intended.